Event description:
The pump was returned for service with report "pump turned off by itself. Was plugged in since the am (for 6 hours) and when unplugged, the pump started beeping low battery". The facility had no report of patient injury. It is not known where the pump was being used and no clinical contact is available. No further details are available regarding patient use, medical intervention, or if the pump turned off during an infusion.